Manufacturer narrative:
Results: timing link.

Event description:
It was reported by service report that the side rail timing link and panels were damaged. The customer does not know if there was patient involvement or if there were adverse consequences to report.